Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn 07170279 were returned to zmc and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 12/13/2018, electrode belt: 05/20/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away in the morning of (B)(6) 2020. It was reported that the patient passed away while wearing the lifevest. The patient's spouse reported that the lifevest did not save the patient and that CPR also did not work with saving the patient.   Review of the download data indicates that the patient entered ventricular fibrillation (vf) at 11:26:20 on (B)(6) 2020. The lifevest delivered one appropriate treatment shock at 11:26:55 while the patient was in vf. The post-shock rhythm was severe bradycardia at 18 bpm. Rhythms below 20 bpm are considered not life-sustaining. The patient's rhythm then transitioned to bradycardia at 40 bpm at 11:27:45. The patient passed away on (B)(6) 2020.